Manufacturer narrative:
Reported event: an event regarding loosening following a patient fall involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were received. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
The dr. Reports the patient has a status post left cemented hip on (B)(6) 2008 and had a fall. The patient now appears to have a loose stem. The dr. Decided to revise the hip to a restoration modular through the posterior approach. The stem and cement were carefully removed using a burr and osteotomes. Once remove the femur was prepared using the rest mod system. The implants were impacted and a trial reduction performed. Satisfied, the final head was impacted and 2 cables were placed due to a greater trochanter fracture. The surgical site was closed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The dr. Reports the patient has a status post left cemented hip on (B)(6) 2008 and had a fall. The patient now appears to have a loose stem. The dr. Decided to revise the hip to a restoration modular through the posterior approach. The stem and cement were carefully removed using a burr and osteotomes. Once remove the femur was prepared using the rest mod system. The implants were impacted and a trial reduction performed. Satisfied, the final head was impacted and 2 cables were placed due to a greater trochanter fracture. The surgical site was closed.